Event description:
It was reported that the device¿s sleep/wake button was unresponsive, and after a guided restart the button became responsive and device function improved. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or daily activities. Investigation included remote troubleshooting and user education on restart procedures. Investigation of this case revealed a transient user interface responsiveness issue involving the sleep/wake button that resolved with a restart, consistent with a recoverable software or interface state. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-reproducible device interface behavior resolved through standard troubleshooting.